Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine via an implantable pump. The patient¿s medical history included issues with infections before the device was implanted. It was reported the patient¿s infusion system was explanted due to infection. The environmental, external or patient factors and diagnostics and troubleshooting performed was noted as ¿n/a¿. The actions and interventions taken to resolve the issue was antibiotics which didn¿t work. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.